Event description:
It was reported that during a total lap hysterectomy procedure, about thirty minutes into the procedure, the gen11 gave an error indicating to "relax pressure on blade". He relaxed pressure and took less tissue between the jaws, but got the same error again. He then removed the instrument from the patient and activated it with the jaws open but the active blade broke, falling inside the patient's abdominal cavity. He was able to remove it from the patient. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysisshould the device be returned for analysis, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.